Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient went to see the doctor. The doctor told the patient to keep an eye on the area and watch to see if the swelling would go down. Patient said about 2 weeks ago the pod was on the arm and after removing it after the full wear patient noticed a large nodule on the skin around the area where the pod was worn. The bump was larger than a quarter. The doctor said it was not infected but prescribed keflex and said to watch the area and only take the medication if the area did not get any better. Patient did not fill the prescription. The patient uses cavilon as a barrier wipe for the area and preps it with alcohol. Patient hopes it is not this area that patient is having issues with because patient used to use a product called v-go that would take up areas on the body other than the arm so patient likes that the arm is fresh territory for the omnipods. Patient did not save the pod so device is not available for return. The site was a large nodule has gone from the size of a quarter to the size of a nickel and is now about the size of a dime and patient did not need to take the medication or go back to the doctor. Patient wore the pod for the full amount and does not need a replacement. The pod was worn for longer than 48 hours on infusion site (arm).